Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had screen was missing some of pixels on the bottom and hard to read. No harm requiring medical intervention was reported. Customer stated received random no delivery alarm. Customer stated that they had to change site three times and priming was louder. Customer stated that they gets no delivery and had to rewind and push forward again. The insulin pump will not be returned for analysis.